Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have a nerve pain blocker in the left side of their face, and the lead wires were poking them under the skin. They also reported they do not believe their implant was working properly because they were not getting any relief anymore. They requested to meet with a manufacturer representative (rep). Reps in the patient's area were notified and asked to contact the patient to help them find a doctor to help them. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4) ; product ID: 3777-45, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was feeling the lead wire poke her on the inside left-side along the jaw since (B)(6) 2018. The patient said the pain has been getting steadily worse since (B)(6) 2018. The patient stated she could see the lead, but it had not broken skin. The patient said she has not had any falls or trauma, but she did say she was recently moving furniture. The patient was trying to find a healthcare provider (hcp) because of where the leads are implanted, she could not find a hcp who would see her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been moving some furniture prior to the lead poking and the ins had not been managing the pain. The patient reported that the issue had not been resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a consumer regarding the patient. It was reported that the patient is needing help to cope with the issue that she was experiencing and that she was having difficulty finding a physician to work with her. The doctor has not been able to determine the cause of the loss of pain relief; however, she has had the implant adjusted, but nothing was helping. The patient noted that every step has been taken to try and resolve the lead wires poking under the skin, and that if she needs to have it taken out that, that is fine, but she is looking to have an evaluation by a physician. There were no further complications reported.